Manufacturer narrative:
The consumer's wife was sitting into the chair and had dropped something leaned forward and the consumer allegedly slipped from the chair landing on her tailbone. The dealer stated the user alleges their chair collapsed on a later date. Manufacturer contacted consumer. The consumer and the consumer's wife have scheduled time to go to their doctor. The consumer and his wife allegedly received a massage for a sore back from a chiropractor. No medical records have been provided. As a courtesy, the chair has been replaced and manufacturer is attempting to get the alleged chair back for evaluation in order to confirm alleged event or discern a possible failure mode. Nature of complaint suggests improper loading.

Event description:
The consumer alleges the shower chair collapsed.